Manufacturer narrative:
Device investigation: results: there is a single axis kink 14.5 cm from the distal joint. There is a slight curve set into the distal section, consistent with a device which has been in anatomy. A 0.088" mandrel was introduced into the hub of the catheter and advanced distally. The progress was smooth and easy until the kink was encountered, where friction increased dramatically and forward motion stopped 14.6 cm from the distal tip. The catheter is non-functional. Conclusion: the damage noted in the complaint is confirmed. The comment in the complaint tht the procedure was completed using this catheter is contradicted by the damage seen at the kink site. It is probable then, that the kink seen was accentuated by handling damage after the procedure was complete.

Event description:
As the physician was placing a neuron max catheter, he noticed it was kinked as he was trying to advance it over the neuron select catheter. He later commented that he wants to try more to "learn how they work." He also commented that this was a case with a patient with a lot of tortuosity. He completed the case with the device and there was no affect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.